Event description:
The customer reported that there was a delay in a scheduled medication of a pt due to error of icip software.

Manufacturer narrative:
(B)(4). The customer reported that there was a delay in a scheduled medication of a pt due to error of icip software. No serious injury or death was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.